Manufacturer narrative:
(B)(6) 2017: tandem technical services made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose event of 400 mg/dl which was addressed with a manual injection. The customer stated that the cause of the high bg was due to the insulin in the cartridge was at room temperature for an extended period of time while traveling which the customer believed the potency of the insulin was compromised. The customer had changed out the supplies prior to contact tandem technical services. Troubleshooting with tandem customer technical services determined the pump functioned as intended.